Event description:
A hospital in (B)(6) reported that an opt316 optiflow junior nasal cannula became disconnected from the 900pt531 breathing circuit. The airvo2 humidifer alarmed to alert staff to the disconnection. The hospital further reported that this happened with three different opt316 cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Existing nasal cannula suitable for high flow therapies are comparatively rigid and difficult to apply. They can also be difficult to intentionally disconnect from the heated tube within the confines of an incubator in situations where the connection had been previously over tightened. This is due to the existing taper connection previously used. The easy-click swivel connection between the optiflow junior cannula and the breathing circuit is designed to disconnect under a more consistent disconnection force, independently of the previous connection force. This allows the caregiver to disconnect more easily in delicate situations with premature babies. The cannula is also designed to disconnect under an excessive load to prevent these forces from being transferred to the patient. Fisher & paykel received one of the complaint cannulae and its accompanying 900pt531 breathing circuit for evaluation. Visual inspection revealed no defects with the returned cannuala or circuit. The cannula was connected to the circuit and tested for tightness of connection and found to have good retention. Our user instructions that accompany the opt316 cannula state: "under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use" " patient monitoring is recommended" fisher & paykel healthcare maintains a close supervision of this product and it's behaviour in the field in order to gain information. We are continuously working to improve the opt316 based on customer feedback.